Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product: 6947-65 implantable tachy lead (B)(6) 2010.

Event description:
It was reported that the atrial lead (ra) had loss of sensing and loss of capture. It was noted that the patient was part of the painfree study. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.